Manufacturer narrative:
Initial.

Event description:
It was reported that the user perceived the ilet was overcorrecting and frequently paused insulin delivery out of concern that the system would deliver too much insulin with a reported blood glucose of 400 mg/dl. The user skipped a breakfast meal announcement due to worry about usual meal announcement averages, performed a factory reset, and later synced data. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care agent performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure or method, specifically involving the user interface and meal announcement behavior. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.